Event description:
It was reported that the pt experienced shocking or jolting sensations, pain and a loss of therapeutic effect. The pt's face was "fluttering" and her feet were swelling. The pt's symptoms started after having a hysterectomy. It was noted that the pt's device has provided much benefit to her quality of life. Further information is being requested from the hcp.